Event description:
Pt s/p cardiology intervention with bilateral perclose procedures. On arrival to ccu had 4x3 inch hematoma on left groin with active bleeding. Manual pressure held and hemostasis achieved. Right groin had small hematoma as well.